Event description:
Based on the information received on 06-dec-2017, the case initially processed as non-serious has been updated to serious because of addition of a serious event of device malfunction. This case is cross referred with the case (B)(4) (cluster). This unsolicited case from united states was received on 06-dec-2017 (additional information was received on 07-dec-2017, both the information was processed together with clock start date of 06-dec-2017) from physician. Also, device malfunction was identified for the reported lot number. This case concerns a female patient (age not provided) who received treatment with synvisc one injection and after unknown latency patient complained of pain in the leg and was still having severe pain. No medical history, past drug, concomitant medication and concurrent condition was provided. On an unknown date, patient received treatment with intra- articular synvisc one bilateral injection (batch/lot number: 7rsl021 and expiration date, dose, frequency and indication: not provided). On an unknown date, after unknown latency, patient complained of pain in the leg and was using walker for assistance with ambulation. It was reported that the patient was still having severe pain (onset date and latency: unknown) and the doctor would be seeing her this morning. Doctor was not satisfied with the response. Action taken: unknown corrective treatment: using walker for patient complained of pain in the leg and not reported for still having severe pain and device malfunction. Outcome: unknown for all events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number 50975 an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events is under investigation. Once this investigation is completed, corrective and preventive actions will be implemented. Seriousness criteria: important medical event for device malfunction additional information was received on 06-dec-2017 and 05-jan-2018 (both information processed together with clock start date of 06-dec-2017). This case initially processed as non-serious has been updated to serious because of addition of a serious event of device malfunction. Global ptc number and ptc results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment follow up dated 6-dec-2017: this case concerns a patient who has received synvisc one injection from the recalled lot and later experienced leg pain and pain. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.